Event description:
The device was returned for av sticky valve. The fva pins had a significant amount of drag felt during operation. The outlet pin was stuck in place. The loading pins also had a significant amount of drag felt during operation. The device was powered on and a cassette was loaded on to the device and a tubing set misloaded error occurred. The device was opened to inspect for internal damage and cleaning. No internal damage was identified. The fva pins and their respective channels were cleaned using alcohol. The fva lip seals were replaced during investigation. The loading pins and their respective channels were cleaned using alcohol. The loading pin lip seals were replaced during investigation. The device was powered on and an infusion was run. No errors or failures occurred and the device infused successfully. The device will be sent through the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: service needed. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed they suggested to pull them as they won't always be able to revisit the same pump multiple times. Injury/adverse reaction: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.